Event description:
Complainant alleged that the clinicians were attempting to defibrillate a 76 year old female pt who had coded. The device and device paddles were being used with non-zoll brand defib gel pads (con-med brand). Upon the clinician's first attempt to defibrillate the pt at 200 joules, the device did not discharge. The clinicians again attempted to deliver a 200 joule shock to the pt, but they observed sparking at the paddle edge. The clinicians then obtained another device and successfully defibrillated the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction. Subsequent to the event the con-med brand defib gel pads were discarded. The facility's biomedical engineering department was unable to duplicate the reported malfunction.